Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included full functional testing and power cycling testing using a known good battery without duplicating the report. The device was recertified and returned to the customer. The log showed several low battery warnings. A low battery state can result in a no power up condition if the battery remains installed. But without the battery, we cannot confirm if it had failed to power on the device. No trend is associated with reports of this type.